Event description:
It was reported that the pump touchscreen was frozen. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset. Customer's blood glucose was 340 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.